Event description:
The device was used during a low anterior resection. Reportedly, the instrument was difficult to open. The surgeon was able to remove the device and manually sutured to complete the procedure. The hosp has reported no pt injury occurred.